Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 32. The valve was visually inspected, some biological debris was noted inside the valve and the silicone housing around the siphon guard was cut/torn, also scratch marks in the silicone housing over the valve mechanism were noted. (The siphon guard was still held in place by the silicone housing the cut/tear has not exposed the ends of the siphon guard hence no leaks). The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the occlusion issue reported by the customer as the technician could not confirm any occlusion with the valve at the time of investigation. The possible root cause for the occlusion issue reported by the customer could have been due to biological debris, at the time of investigation no occlusions were noted. The root cause for the cut/tear/marks in the silicone could be due to a sharp or pointed object coming into contact with the device, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
A physician reported a certas valve (B)(4). Was implanted via ventriculoperitoneal (v-p) shunt on (B)(6) 2023, with setting 2. On an unknown date, ventricular enlargement was observed. The set pressure was lowered from setting 2 to setting 1. However, the patient's symptoms did not improve, therefore, the valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient presented with signs and symptoms of valve failure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.